Event description:
The healthcare professional reported that during a vascular stent placement procedure, a 4.5mm x 14mm enterprise® vascular reconstruction device (vrd) (enc451412 / 6812653) was used. When 1/3 of the stent was released, the physician determined that the stent position was not ideal and retracted the stent into the concomitant microcatheter (unspecified brand) and adjusted the position of the microcatheter. The physician attempted to release the stent again but the stent body could not be moved. The physician withdrew the stent and observed that the stent body was not connected to the delivery wire. A new stent was used to complete the procedure. There was no report of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The initial reporter phone: (B)(6). The healthcare professional reported that during a vascular stent placement procedure, a 4.5mm x 14mm enterprise® vascular reconstruction device (vrd) (enc451412 / 6812653) was used. When 1/3 of the stent was released, the physician determined that the stent position was not ideal and retracted the stent into the concomitant microcatheter (unspecified brand) and adjusted the position of the microcatheter. The physician attempted to release the stent again but the stent body could not be moved. The physician withdrew the stent and observed that the stent body was not connected to the delivery wire. A new stent was used to complete the procedure. There was no report of any patient adverse event or complication. Based on complaint information, the device is not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6812653. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.